Event description:
A distributor in (B)(4) reported that upon initial assembly, the pivot securing nut on the warmer head of an iw934aeu cosycot infant warmer broke. The device had not been delivered to any user facility. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The subject component of the iw934aeu cosycot infant warmer has only recently been returned to fisher & paykel healthcare for examination. Our analysis is currently underway and is not yet complete. We will provide a follow-up report upon completion of the investigation.